Event description:
It was reported that, during tha surgery, a flexible drill 50mm bit snapped before it gets to the desire depth. All pieces of the drill were retrieved. Surgery was completed, after a delay of 30 minutes or less, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
Associated device was returned and evaluated. A visual inspection of the flexible drill confirms the tip of the device fractured off. The broken piece was returned. The device exhibits signs of significant wear and use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Damage from misuse or rough handling are likely probable causes of the reported event. This is a single-use device and should be discarded after its first use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.